Event description:
It was reported that the left cylinder of this inflatable penile prosthesis (ipp) was bulging. A surgical intervention was performed to remove and replace the entire aus. No patient complications were reported.